Event description:
During repeated attempts to reposition the coil, it broke off. Part of the coil is still located within the aneurysm, another portion protrudes into the carotid artery, and a third part remained within the delivery tube and was withdrawn from the micro catheter and removed from the patient. There was no report of any adverse effects to the patient. The procedure was embolization of an aneurysm in the internal carotid artery due to a subarachnoidal bleed caused by aneurysm rupture. The patient was anticoagulated by acetylsalicylic acid and clopidogrel, and the patient's condition was reported as good. The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other" under section h3 code).